Event description:
It was reported that patient underwent total knee arthroplasty on an unknown side on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: 'dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."